Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 199:117:284:0000. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 199:117:284 was not confirmed and the cause was not identified during product evaluation. No repairs were performed for the reported condition. The user interface module software version is 6.13.92.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.